Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a low transmitter battery. Data was provided for evaluation. The reported issue was not confirmed, however, a loss of connection was found upon data review. A root cause could not be determined. The complaint was deemed reportable on (B)(6) 2017, due to the loss of connection.